Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated 2 contacts one on each lead had high impedance. As a result, surgical intervention was undertaken wherein the system explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.